Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2021.

Event description:
It was reported that the patient had increased ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.